Event description:
Customer reported via phone call numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and then the insulin pump alarmed button error. Customer also reported that a couple of weeks before, the screen went completely blank. She changed the battery and the display returned. Blood glucose value was 212 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents within specifications. No blank display was noted. The liquid crystal board was ok. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.